Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported no flow. A primary tubing set was being used to deliver normal saline, at a rate of 100ml/hr, via an unspecified pump. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to the proximal needleless valve connector y-site on the primary tubing set for piggyback delivery of an unspecified antibiotic. It was reported that the primary solution container was hung lower than the secondary solution container. After an unspecified length of time, after the piggyback delivery was started, no flow of solution was noted. The primary tubing set and the secondary tubing set were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delays in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.